Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; no power with a cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on 26-jul-2018. Review of the black box data revealed several power on reset events recorded. Investigation confirmed the battery compartment was cracked as per the allegation. However, the pump powered on with fully functioning display screen, audio tone and vibration. The pump was exercised for 24 hours without any interruption in power.